Event description:
When nurse was inserting a powerglide on a dialysis pt, who she mentioned did not have great vascular access, the wire buckled and accordioned when trying to retract the wire. The catheter sheared at the proximal end when radiologist was removing. Sales rep stated that the device was not really in the vein, which caused the wire to hit something and buckle. Catheter was removed from pt successfully.

Manufacturer narrative:
The device has not been returned to the manufacturer, at this time, for eval. A lot history review (lhr) is not possible, as no manufacturing lot number has been provided by the complainant.